Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: the journal article "cemented müller straight stem total hip replacement: 18 year survival, clinical and radiological outcomes" reports five patients experiencing intra-operative bone fractures which were treated with cerclage wire. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using the dfmea: - migration of stem short and long term, splitting of femur, improper initial setting of the implant due to rasp design doesn't correspond to the stem design (functionality) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - damage of bone due to high load due to insertion or revision / explantation => possible: correct use of the devices is not under zimmer biomet control. It is unknown, whether the surgeon followed the surgical technique for the product. - injury of or staff or surgeon, injury of the patient due to wrong handling of the device due to wrong information => possible: correct use of the devices is not under zimmer biomet control. It is unknown, whether the surgeon followed the surgical technique for the product. Conclusion summary: details on surgical approach were not given. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The surgeon states in the article that the fracture can be attributed to the manipulations that are necessary during the anterolateral transgluteal approach ((B)(6)) as the patient lies supine on the operation table. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. Additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that between july 1989 and june 2007, a total of 176 müller straight stem primary tha were performed. Five patients were implanted with muller cup - stem on an unknown date and experienced intra-operative bone fracture which were treated with cerclage wire. Surgery was delayed due to bone fracture. (Journal article: cemented müller straight stem total hip replacement: 18 year survival, clinical and radiological outcomes - vasileios s nikolaou, demetrios korres, stergios lallos, andreas mavrogenis, ioannis lazarettos, ioannis sourlas, nicolas efstathopoulos).